Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when using heart string iii in opcab, bleeding occurred due to a failure of the proxy seal. After using the acoustic cutter, when the delivery system was removed after insertion of the delivery system into the anterior wall of the aorta, the proxy seal could not be removed normally. A part of the aorta remained in the aorta. Due to the bleeding, a central anastomosis was performed using another heartstring iii while being held down with fingers.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when using heart string iii in opcab, bleeding occurred due to a failure of the proxy seal. After using the acoustic cutter, when the delivery system was removed after insertion of the delivery system into the anterior wall of the aorta, the proxy seal could not be removed normally. A part of the aorta remained in the aorta. Due to the bleeding, a central anastomosis was performed using another heartstring iii while being held down with fingers.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: e1, g4, g7, h2, h3, h6, h10. The device was returned on 01/13/2020 for evaluation. An investigation was conducted on 02/06/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the unraveled seal, indicating there was an attempt to insert the seal into the aorta. The delivery device was returned outside the loading device with the seal unraveled at the end of the delivery tube. The tension spring assembly was observed to be intact. The white plunger was fully depressed and the blue slide lock was dis- engaged. The tension spring assembly was observed to be outside the tip of the delivery tube in an unraveled state. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 in., the outer diameter was measured at 0.218 in. The length of the delivery tube was measured at 2.49 in. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "leak" was confirmed as well as confirmed for the analyzed failure "unraveled material" .

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when using heart string iii in opcab, bleeding occurred due to a failure of the proxy seal. After using the acoustic cutter, when the delivery system was removed after insertion of the delivery system into the anterior wall of the aorta, the proxy seal could not be removed normally. A part of the aorta remained in the aorta. Due to the bleeding, a central anastomosis was performed using another heartstring iii while being held down with fingers.